Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow graft malfunction/malposition, outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: inflow and outflow conduits. Specific component(s) involved: inflow graft malfunction/malposition; outflow graft. Malfunction/malposition; other component malfunction, specify. Additional text: inflow graft per CT; outflow graft per CT. Other component: bend relief is disrupted from pump b cxr, possibly kinking outflow graft. Causative or contributing factor: no specific contributing cause identifit. Intervention(s): none. Implant device type: lvad.